Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The lvad was returned assembled with the driveline cut approximately 16.5 inches from the pump housing; the distal portion of the driveline was not returned. Upon disassembly of the lvad, examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition appeared to occlude the blood pathway. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origins and duration of time for which it was present in the pump could not be conclusively determined, areas of the deposition had evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and outlet cone section indicate that the deposition was likely present in the outlet stator while the pump was operating. The deposition found in the evaluation of the returned pump could have potentially contributed to the reported elevated lactate dehydrogenase levels. However, a correlation between the observed deposition and the patient¿s hemorrhagic stroke post transplant could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient was admitted to the hospital for a routine heart transplant on (B)(6) 2016, pre-operative labs found the patient¿s lactate dehydrogenase (ldh) level was greater than 1000 u/l. The patient¿s inr was 2.4 on coumadin and aspirin. The patient was transplanted as planned. It was stated that the pump at that time was functioning as expected. Post transplant, on the same day, the patient suffered a large hemorrhagic stroke. It was reported that the patient could not move their right arm, developed a right facial droop and a headache that progressed to neurological issues. As of (B)(6) 2016, the patient was in ICU being monitored for neuro status. No additional information was provided.